Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of degenerative joint disease with scheduled bilateral total knee arthroplasties had an inferior vena cava filter deployed without difficulty. Completion inferior venacavogram demonstrated the filter to be in good position without evidence of angulation. Approximately eight years six months post filter deployment, the patient presented for ivc filter evaluation and removal discussion. Abdominal x-ray demonstrated an ivc filter centered at the l2 level with slight rightward tilt in the frontal projection. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and six months post filter deployment, an x-ray of abdomen was performed for generalized abdominal pain and filter evaluation which showed that there was an inferior vena cava filter in place centered at the l2 level with slight tilt in the frontal projection. Based on the medical records, the investigation can be confirmed for tilted filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.